Manufacturer narrative:
Evaluation summary: no products were returned, therefore, a dimensional analysis could not be performed. Depending on bone quality and anatomy, the amount of press fit may be less than desired in some situations. It has been determined that risks associated with humeral stems fitting loose are significantly lower than when stems fit tight. No x-rays were returned. The event info received indicates that the surgical technique was not followed, which may have led to the size 12 stem fitting tight in the canal, and the size 11 requiring bone cement for the desired fixation. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the stem was implanted with less than desired amount of press fit and had to be cemented.